Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012413027); product type: 0195-heart valves; implant date n/a; explant date n/a product ID evolutfx-29 ((B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024. Explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter bioprosthetic aortic valve, the delivery catheter system (dcs) was accessed via the right femoral artery. A 14fr dcs was inserted through an 18 fr non-medtronic sheath over a non-medtronic guidewire. With the first dcs deployment, the valve dislodged upwards to the ascending aorta. The valve was fully recaptured and repositioned. With the second and final deployment the valve was implanted 3 millimeters (mm) on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). Following the final deployment, the valve dislodged upwards supra-annular to +6 mm on the ncc and 3 mm on lcc and was still attached on the lcc. Visual of the aortic root was performed, and the valve appeared stable. However, mild paravalvular leak (pvl) was identified on the transthoracic echocardiogram (tte). As result, the physicians decided to perform transcatheter aortic valve (tav)-in-tav with a second evolut fx 29 mm. The first and final deployment depth of the second evolut-fx valve was 6 mm on the ncc and 8 mm on the lcc. Following this second valve, there was no pvl, aortic insufficiency, nor gradient on pullback. There were no vascular issues. The access site was closed with 2 non-medtronic closure devices.